Manufacturer narrative:
The maryland bipolar forceps instrument has been requested to be returned for analysis, but the instrument has not yet been returned for evaluation. Therefore, failure analysis of the product related to the complaint has not be performed. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the instrument log for the maryland bipolar forceps instrument (part number: 471172-16, lot number: n10210426-0093) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument was used for 1 hour and 14 minutes. The instrument had 9 uses remaining out of 14 maximum tool uses. This complaint is reportable due to the following: it was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the plastic near the cables was melted/burned on the maryland bipolar forceps instrument. The procedure was completed with no reported patient injury. Intuitive surgical (is) made multiple attempts to contact the reporter to obtain additional information about the complaint; however, attempts were not successful.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found with thermal damage at the yaw pulley. Melted char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. The known common cause of this failure is mishandling/misuse of the instrument. The electrical continuity test passed and there was no insulation damage observed on the conductor wire.